Manufacturer narrative:
(B)(4). As the device was not returned, a complete evaluation could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain for 30 minutes coincident with peritoneal dialysis therapy. The patient was connected at the time of the event, during dwell two of therapy. It was not reported if the patient was hospitalized for the event. Treatment details and cause of the event were not reported. The outcome of the event was not reported. Action taken with therapy was not reported. No additional information is available.